Manufacturer narrative:
(B)(4). Method:the subject rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) service centre in france, where it was inspected by a trained f&p service technician. The device was repared and retunred to the customer. Results: visual inspection of the subject neopuff revealed that the internal tube to the manometer was detached and had no connection. Conclusion: the neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. All neopuffs are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage,for instance when accidentally dropped or subjected to considerable external force. The subject neopuff device is 10 years old. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the use.

Event description:
A healthcare facility in france reported that the manometer of an rd900 neopuff infant resuscitator was not working properly. Upon assessment of the device, it was found that the tubing that connects to the manometer was detached. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff is currently en route to fisher & paykel healthcare for evaluation. We will submit a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the manometer of an rd900 neopuff infant resuscitator was not working properly. There was no reported patient involvement.